Event description:
When reconnecting to the contrast injector during an abdominal flush angiogram, the catheter started leaking at the hub. There was no reported harm or injury to the patient or clinicians.

Manufacturer narrative:
The suspect device was returned to merit for evaluation. The failure was confirmed as the device was found to leak when functionally tested. The device was examined visually with the unaided eye and with adhesive in the hub area. There have been no other complaints filed for this lot. No relevant issues were identified in this device history record. Device history record reviewed, complaint data reviewed. Results: insufficient adhesive.